Event description:
During a b-ii procedure, the anvil was difficult to attach. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA.